Manufacturer narrative:
(B)(4). Date of initial report: 02/18/2011, date of follow-up report: 07/08/2011. Date of supplemental 02: 02/14/2014. The incident generator was not returned for evaluation by the customer. The customer did provide photographs of a burned drape from the operating room. Although the photograph confirmed that a fire had occurred, there is no evidence to indicate the generator caused or contributed to the fire. The customer did not indicate that the unit contributed or caused the incident fire. If the unit is returned for evaluation or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of the operation, the surgeon made the first incision to insert the trocars, using monopolar mode. Flames appeared on the operative field drape. The distance between operating site and the spot where flames appeared was approximately 20 to 30 cm, between the left groin and naval. The tip and tube of the insufflator for co2 were laying on the operating site, awaiting to be connected to the adaptor of the internal tube to be inserted in the trocar. The field was not wet and there was betadine on the operating zone only, but not on nor under the operating field, or anywhere near the spot where the flame appeared. The patient return pad (a non-covidien product) was on the patient left thigh external side. There was no patient injury and the flames were extinguished with cold water. The operator changed the cable and the pad. Generator was set at 30w.